Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms occurred. Additionally, a cartridge change error occurred. There was no reported impact to customer's blood glucose. The distributor received the pump for investigation and a new cartridge was loaded onto the pump. The distributor was unable to duplicate the error.